Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the were experiencing high blood glucose level. Blood glucose level at the time of the incident was 480 mg/dl. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege insulin pump was under delivering. Customer was using auto mode. Insulin pump had insulin flow blocked alarm. The customer stated that the insulin pump had bent cannula. The insulin pump will not be returned for analysis.